Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years. Patient was well until this past year at which point he began to experience dyspnea on exertion and fatigue. Based on the operative report, patient has recurrent aortic stenosis. Evaluation revealed degeneration of his biologic valve. There was minimal aortic insufficiency, but there was marked restriction in leaflet mobility and transthoracic echo gradient accross the prosthesis. Patient underwent cardiac catheterization which confirmed these findings and also documented the presence of slowly worsening pulmonary hypertension. Transesophageal echocardiography confirmed the presence of severe prosthetic valve calcification with a gradient matching that obtained preoperatively. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to severe calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.